Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibia. The patient was also implanted with a tm patella (and persona tibia) on (B)(6) 2014 and was revised of both components on (B)(6) 2015 due to pain. Following the revision surgery the patient reports that she experienced fevers and chills but was informed by her surgeon that it is part of the recovery process. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.

Manufacturer narrative:
Updated information received, per review of the patient's op notes, clarifies that the tm patella (zimmer biomet tmt design control) was not revised on (B)(6) 2015. Only the persona tibia component (zimmer biomet warsaw design control) was revised on (B)(6) 2015. Following the revision surgery of the persona tibia, the patient is still complaining of pain. As of this notification, the tm patella component has not been revised. An updated review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.